Event description:
Paramedics responded to a person in cardiac arrest and down for an unknown period of time. The device was connected to the pt with disposable defibrillation/ECG electrodes and, according to the reporter, the quick look in paddles lead showed what appeared to be an svt rhythm on the monitor display. An unknown number of shocks were delivered and then the pt connected to the device with ECG electrodes. Leads displayed asystole but, according to the reporter, switching back to quick look again displayed the original rhythm. The pt was worked for asystole but their rhythm did not convert to a shockable rhythm and the pt was not resuscitated. The reporter indicated the incident did not cause or contribute to the pt's death because they were down for a long time and not viable.